Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge unity pacs is a medical image and information management system that allows viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. The customer reported that when they load multiple images to the montage the previous image gets changed and has the incorrect slide number. The first tomo image added to the montage is changed when adding a second slice. If the montage is missing images and if the referring physician or specialist do not read the full report or view all the images, the diagnosis may be inaccurate or the plan of care for the patient may not be appropriate. Reference: (B)(4).

Manufacturer narrative:
Submitting this supplemental report to add FDA correction and removal reference numbers. Note that the FDA terminated this recall on march 6, 2017.